Event description:
Reportedly, blender was set to dispense o2 at (B)(6)%. Oxygen analyzed with calibrated analyzer. Oxygen dispensed shown to be (B)(6)%. Blender removed from service and replaced with another blender. Reportedly, the blender was sent for service and was placed back into service a few weeks later.